Event description:
Under sensing on the atrial lead during vf. Atrial bipolar lead impedance warning on (B)(6) 2020, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).